Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, blood was noted on the orange luer. The issue was observed within a short amount of time after the catheter was placed. It was observed that the orange ports were loose. The catheter was replaced however, after five hours of placement, blood was noted on the suk and the saline bag was noted empty. The catheter was removed. No patient harm or consequence reported on this event.

Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. A balloon leak was observed when the pressure was applied. The leak was observed at the distal end near the distal guidewire and infusion port of the catheter. The root cause of the issue is undetermined. The probable cause for the customer reported failure may be due to abrasive surface contact to the catheter during device operation, and or a latent material defect in the balloon that could not be detected with our 100 % leak testing. A visual inspection of the returned catheter was performed. All lumens flushed as intended. The balloons were examined and there were no tears, balloon bond detachment or rupture. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a balloon leak was noted. No other abnormalities with the catheter were seen which may have contributed to the observed leak. Note, during manufacturing, all solex catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex catheter lot # 64989.